Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore, the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Patient was interrogated in clinic and the device was in backup mode, recordings and diagnostics were cleared out automatically. Memory dump and reinitialization was done and the device is functioning normally. Patient had surgery on (B)(6). It is assumed that cautery from the surgery caused the device to go into a backup mode. Device remains implanted.